Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A temporary replacement system was sent to site on (B)(4) 2014. A medtronic rep reported that the damage occurred on the battery tray. The damaged system has been sent to the manufacturer for analysis and repair.

Manufacturer narrative:
The investigation revealed that a replacement battery used to power the x-ray generator was damaged during shipment. The damaged battery leaked sulfuric acid into the battery tray, which, over time, caused corrosion of the tray and subsequent compression of the battery case. This compression eventually caused a short-circuit within the battery. Heat generated by the short circuit melted the lead plates within the battery, which breached the battery case and shorted to the battery tray, resulting in the reported burning smell and smoke. Root cause analysis determined that the damage to the battery likely occurred during shipment, and that it was due to inadequate packaging of the batteries. Corrective actions to the battery packaging are on-going. After the completed analysis, the system was retired from service. The site continues to use the replacement system that was sent on 4/8/2014.

Event description:
A site representative reported that the imaging system was charging in the hallway and there was a burning smell and smoke coming from the system. When unplugging the system the site representative reportedly saw sparks from bottom of the system. There was no patient present when this issue was identified.